Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer¿s representative regarding an implant procedure for a pat ent with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that there was an out of box set screw issue with the ins: the lead was unable to advance into the ins. An attempt was made to back out the set screw during the procedure on (B)(6) 2018, but still unable to advance the lead and the ins was not implanted. Another ins was opened and used and the lead was able to advance with no issues. No symptoms were reported and the issue was resolved, patient was alive with no injury. No further complications were reported or are anticipated. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.